Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device overheated during testing. Further investigation revealed a damaged press plug and drive shaft. Corrosion damage to the motor was identified as the probable cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction was sent in for repair due to overheating during a tooth extraction. No adverse event was associated with the device. Another device was used to complete the procedure without any procedure delay.